Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A carotid wallstent self-expanding system and a filterwire were selected for use. Post deployment, it was noted that resistance was encountered and could not be withdrawn. The delivery system and filterwire were removed together as a unit. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A carotid wallstent self-expanding system and a filterwire were selected for use. Post deployment, it was noted that resistance was encountered and could not be withdrawn. The delivery system and filterwire were removed together as a unit. There were no patient complications as a result of this event.

Manufacturer narrative:
A1 - patient identifier: updated. (B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. This device is recommended for use with a 0.014 (0.36mm) guidewire as per the IFU. The device was returned unsheathed with no guidewire inserted in the device. The investigator was unable advance a boston scientific 0.014 (0.36mm) guidewire onto this device while the device unsheathed. The investigator sheathed the device and was still unable to advance the guidewire onto the device. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. Then investigator was still unable to advance the guidewire through the device in a sheathed and unsheathed state. Then investigator dissected the device to view what was restricting the guidewire from advancing through the device and solidified blood was removed from the device. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was received inserted in a stopcock. There were no issues noted with the stent cups or stent holders. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A carotid wallstent self-expanding system and a filterwire were selected for use. Post deployment, it was noted that resistance was encountered and could not be withdrawn. The delivery system and filterwire were removed together as a unit. There were no patient complications as a result of this event.